Event description:
Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that the pump and catheter had been disposed of and would not be returned.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving baclofen of an unknown concentration at an unknown dose rate via an implantable pump for unknown indications for use. It was reported that the patient had a pump replacement performed on (B)(6) 2025. The patient's catheter was implanted in (B)(6) 2011. During that time, the catheter (model 8709) was implanted and the patient had it since then. The pump was later on replaced on "(B)(6) 2018". During this patient's replacement on the 1st of this month, they found out that underneath the pump site, the pump was calcified together with the catheter. It was further noted that yet, the surgeon managed to change the pump and during this process it was truly hard to pull out the catheter from the pump. The catheter still "clicked in" with the pump, but they were questioning that it might be a loose connection and the pump might be leaking on that site. It was the connection port that they think might be loose. They were questioning if there was a kit they could use to cut in and place another catheter port to connect the pump. It was indicated that they were asking since the patient was fragile and the family didn't want to go through a process where they would require general anesthetic. The catheter access port was successful yet the patient had baclofen withdrawal and that is why they were trying to find a solution that would benefit the patient at the same time. At the time of the report a catheter dye study was being considered regarding cases where a leak is suspected. A consultant neurosurgeon reported that an ideal solution to the problem would be to be able to cut the tubing about 5 cm proximal to the pump connector, and to have a connecting device which could attach to the old tubing. It was further noted that in this patient, the interface connection was between the spinal catheter and the pump end tubing which was buried in the fat of the loin and would not be easily accessible. Additional information was received on (B)(6) 2025 in which it was further reported that a neurologist agreed to help with the dye study that was scheduled for this friday. Their hope was this study will help detect the actual issue and confirm whether the pump was connected or disconnected from the catheter.

Manufacturer narrative:
Continuation of d10: product ID 8709 lot# unknown implanted: (B)(6) 2011 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: unknown, ubd: unknown, UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 8709, lot# unknown, implanted: (B)(6) 2011, explanted: (B)(6) 2025, product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that the pump was in place on (B)(6) at 10 am and was reviewed on two occasions 13:15 and 16:00. The patient was arousable to pain and currently didn't show any withdrawal symptoms. On (B)(6), the patient had been having tachycardia but their legs were loose and it was considered that tachycardia might be pain related. On (B)(6), the patient started to show baclofen withdrawal symptoms (spasms). A lumbar puncture was conducted and blood stained cerebrospinal fluid (csf) sample was sent and the patient was given 100 mcg of baclofen. On 04/04, the patient's baclofen withdrawal symptoms became better. On (B)(6) another baclofen bolus via lumbar puncture given due to withdrawal symptoms. Then a full system replacement was conducted on 15/04. Later on, discharge was when the patient became medically fit and no longer drowsy. The patient's age at the time of the event was provided. When asked for medical history, it was stated that the patient's intrathecal baclofen pump (itb) was implanted in 2011. The patient had a pump replacement on (B)(6) 2018. The patient had secondary progressive multiple sclerosis, high burden of central demyelination including corpus callosum demyelination, hypothalamic paroxysms characterized by hypersomnolence, hypothermia and hypertension (shapiro syndrome like attacks), labile hypertension, improving on clonidine, worsened with change in systemic health including blocking of enterostomy tubes, utis and blocking of catheters likely to reflect reflex hypertension in the context of advanced central demyelination, epilepsy, peg-j for feeding, deranged lfts thought secondary to hepatic steatosis, intractable hiccupping, pseudo obstruction, small bowel bacterial overgrowth, spc catheterized and frequent catheter associated urinary tract infections, recently changed spc in (B)(6) 2022 and treated with intravesical amikacin, osteoporosis, central endocrine dysfunction - hydrocortisone, thyrotoxicosis 2014 , 2019 - now intermittent subclinical hypothyroidism, frequent aspiration pneumonias previously pseudomonas colonization, diabetes diagnosed (B)(6), pancreatitis 2023, itb pump replacement (B)(6) 2025 complicated by difficult catheter /pump connection and subsequent baclofen withdrawal and (B)(6) 2025 whole system replacement under general anesthesia (ga). When asked to clarify the report of the pump having been previously replaced, it was stated that during the procedure on (B)(6) upon opening up the patient to replace the old pump that reached eri, it was found out underneath the pump there was calcification together with the rest of the catheter. The hcp was unable to pull the rest of the catheter due to calcification and managed to take out the old pump and put in a new pump. It was stated that the catheter and the pump locked but it was noticed it looked loose but secured. The catheter model was 8709 which was implanted in (B)(6) 2011. A dye study was attempted on (B)(6) with and no csf was withdrawn. There was evidence of dark blood as per aspiration with 3 different needles. A few mls of contrast was injected but did not show where the blockage or leakage was. They did not proceed with further injection to avoid pushing any baclofen which might cause overdose. It was stated that there was likely an interruption of the closed system with either blockage or loose connection with the access port and blood clots blockage at the proximal end. There was nothing noted of any leak from the catheter. Upon changing the whole system and removing the old one the pump was still connected to the catheter. It was uncertain if there were any known factors that may have led or contributed to the pump and catheter having calcified together. The cause of the patient having experienced baclofen withdrawal might have been the old catheter. The new pump clicked with the old catheter, but if you looked back at the failed dye study, they aspirated dark blood as well. Actions/interventions taken included a bolus of baclofen via lumbar puncture was conducted on 3 occasions (B)(6) (100 mcg), (B)(6) (40 mcg) and (B)(6) (50 mcg). A failed dye study was conducted on (B)(6). The intervention that resolved the entire event was to replace the whole system (new pump, new catheter). After the full system replacement, the withdrawal symptoms was resolved. The rep would ask the hcp about pump and catheter status.